Event description:
When removing a tampon it fell apart inside me... Had to manually remove all pieces- vagina [foreign body in reproductive tract] , when removing a tampon it fell apart inside me... Had to manually remove all pieces [complication of device removal] , it fell apart inside me- tampon [device breakage] . Case narrative: consumer reported via email that the tampon fell apart inside of her during removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.